Event description:
The customer reported that no alarms were heard during a pt incident.

Manufacturer narrative:
The customer reported that no alarms were heard during a pt incident. Preliminary investigation indicates red alarms sounded for this pt for bradycardia and asystole after the time of the incident. A delayed response to the pt can be considered to have occurred as staff reported that they were not immediately aware of and did not immediately respond to the change in condition of the pt. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.